Manufacturer narrative:
Investigation summary: one photo was received of a very bent needle tip. The customer's complaint was immediately verified. The root cause of this issue is unknown without further information like a physical sample but there is a possible root cause due to operator error during manufacturing. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue (batch#: 3173764).

Event description:
Photos received

Event description:
It was reported that the bd eclipse needle 18g x 1 1/2 was discolored. The following information was provided by the initial reporter: "our cath lab found a couple of the 18g x 1.5¿ (305712) needles in their stock with a bent tip and discoloration, I have attached a picture. They were the same lot #, 3173764. Wasn¿t sure if this was maybe just a one-off or if it is something the bd is seeing. I have one in my office if you need to send it off or anything. Just let me know." Customer response for follow-up: 1.is there any physical sample available for needle bent issue? Kindly share it for investigation. I have one of the needles and the packaging for the second. 2.is there any physical sample or sample photos, videos available for discoloration issue? Kindly share it for investigation. Attached. 3.has there been any patient impact (serious injury, medical intervention, change of treatment required)? No patient impact, product was caught before use. 4.kindly share the exact address details to send a return shipping label: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document#: (B)(4) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: eclipse. Device failure: discoloration / variation in color / cloudy.